Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green door of an exactamix automated compounding device was damaged. The event was further described as the rotor door had broken hinge and missing magnet has broken hinge and missing magnet. It was further reported that the system was still operational. There was no patient involvement. No additional information is available.